Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump experienced a hardware failure during travel when the cartridge broke and detached, insulin leaked into the pump chamber, the device would not power on while charging, and the unit subsequently separated with the screen detaching from the back, consistent with a bonding failure of the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the device structure, consistent with loss or failure to bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.